Event description:
Failed therapy with the device 8637 (20 ml) for the gradual release of morphine in a patient with autoimmune systemic sclerosis as therapy for severe chronic pain due to an intra-abdominal infection pseudomonas aeruginosa and e.coli.